Event description:
Complaint received that alleges "customer sustained a broken leg while getting treatment." Product not returned for evaluation or review. No additional information received from patient or clinician regarding additional details of incident.